Event description:
Reportedly, the patient visited the hospital on (B)(6) 2017 due to shock therapy delivery. 43 vf episodes and 21 inappropriate shocks were recorded since (B)(6) 2017 due to noise oversensing. The displayed battery voltage was reportedly not up-to-date. Preliminary analysis results showed that based on available data, a defibrillation lead issue or a lead/ICD connection issue is suspected. Recommendations were provided on (B)(6) 2017 to perform lead revision/replacement, and to check battery status of the ICD at that time. If rrt is reached, the ICD should be replaced. Reportedly, re-intervention was scheduled on (B)(6) 2017 but the patient asked to be discharged. Re-intervention was re-scheduled to (B)(6) 2017 but the patient did not come.

Event description:
Reportedly, the patient visited the hospital on (B)(6) 2017 due to shock therapy delivery. 43 vf episodes and 21 inappropriate shocks were recorded since (B)(6) 2017 due to noise oversensing. The displayed battery voltage was reportedly not up-to-date. Preliminary analysis results showed that based on available data, a defibrillation lead issue or a lead/ICD connection issue is suspected. Recommendations were provided on (B)(6) 2017 to perform lead revision/replacement, and to check battery status of the ICD at that time. If rrt is reached, the ICD should be replaced. Reportedly, re-intervention was scheduled on (B)(6) 2017 but the patient asked to be discharged. Re-intervention was re-scheduled to (B)(6) 2017 but the patient did not come.